Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that the programmer was having difficulty interrogating an implanted device. The programmer would make a connection with the device, both wirelessly and with a radiofrequency head, but then lose connection and the interrogation would not complete. After multiple attempts the interrogation completed. It was suspected that the difficulty was due to electromagnetic interference in the building. The programmer remains in use. No patient complications have been reported as a result of this event.